Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration") and genital haemorrhage ("heavy and abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pain"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menstruation"), menstruation irregular ("irregular menstruation"), dyspareunia ("pain during intercourse"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), hormone level abnormal ("hormonal fluctuations") and migraine ("severe migraines"). The patient was treated with surgery (underwent a hysterectomy to remove the essure device). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, menorrhagia, menstruation irregular, dyspareunia, abdominal pain, abdominal pain lower, abdominal distension, hormone level abnormal and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, menstruation irregular, migraine and pelvic pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration"), genital haemorrhage ("heavy and abnormal bleeding/unusual bleeding") and pelvic pain ("severe pain") in a 33-year-old female patient who had essure (batch no. 646521) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression and fibromyalgia. Concurrent conditions included arthralgia, pains in legs and endometritis. Concomitant products included oral contraceptive nos. On (B)(6) 2009, the patient had essure inserted. In 2012, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menstruation"), menstruation irregular ("irregular menstruation"), dyspareunia ("pain during intercourse/painful intercourse"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), hormone level abnormal ("hormonal fluctuations"), migraine ("severe migraines"), anaemia ("anemia"), depression ("depression"), urinary tract infection ("constant urinary tract infections") and nausea ("chronic nausea"). The patient was treated with bupropion (wellbutrin), surgery (underwent a hysterectomy to remove the essure device) and surgery (hysteroscopy, dilation and curettage). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, menorrhagia, menstruation irregular, dyspareunia, abdominal pain, abdominal pain lower, abdominal distension, hormone level abnormal, migraine, anaemia, depression, urinary tract infection and nausea outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anaemia, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain and urinary tract infection to be related to essure. Diagnostic results: on (B)(6) 2009- essure confirmation test. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration"), genital haemorrhage ("heavy and abnormal bleeding/unusual bleeding") and pelvic pain ("severe pain") in a 33-year-old female patient who had essure (batch no. 646521) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression and fibromyalgia. Concurrent conditions included arthralgia, pains in legs and endometritis. Concomitant products included oral contraceptive nos. On (B)(6) 2009, the patient had essure inserted. In 2012, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menstruation"), menstruation irregular ("irregular menstruation"), dyspareunia ("pain during intercourse/painful intercourse"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), hormone level abnormal ("hormonal fluctuations"), migraine ("severe migraines"), anaemia ("anemia"), depression ("depression"), urinary tract infection ("constant urinary tract infections") and nausea ("chronic nausea"). The patient was treated with bupropion (wellbutrin), surgery (underwent a hysterectomy to remove the essure device) and surgery (hysteroscopy, dilation and curettage). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, menorrhagia, menstruation irregular, dyspareunia, abdominal pain, abdominal pain lower, abdominal distension, hormone level abnormal, migraine, anaemia, depression, urinary tract infection and nausea outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anaemia, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain and urinary tract infection to be related to essure. Diagnostic results: on (B)(6) 2009- essure confirmation test. Most recent follow-up information incorporated above includes: on 27-jun-2018: pfs received. Following events were added: anemia, depression, constant urinary tract infections, chronic nausea. Concomitant conditions added, historical conditions added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.